Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced morning low glucose while using the ilet, with readings in the 70s and 60s and feeling low, and customer support guided the user through a factory reset and full setup of a replacement ilet, including cgm pairing, rewind, new cartridge and infusion set insertion, weight entry, and pairing with the mobile app; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hypoglycemia with shaking and sweating. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.